Manufacturer narrative:
Summary: the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. No corrective action is required as no product deficiency was established. As of today, no products have been returned. No further investigation is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per tsr, tests 1 & 2 were done more than three hours apart. Three hours is considered a reasonable length of time between 2 readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab/reference.